Event description:
It was reported that 1 relion insulin syringe had product damage issues. The following information was provided by the initial reporter : the consumer stated some syringes will not draw insulin and flanges broken off the barrel. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1298598. D.4. Medical device expiration date: 30-nov-2026. H.4. Device manufacture date: 25-nov-2021. D.4. Medical device lot #: 1032963. D.4. Medical device expiration date: 28-feb-2026. H.4. Device manufacture date: 01-feb-2021. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation: customer returned a total of 101 syringes. 1 was returned loose and the remaining 100 were returned in a shelf carton in unopened polybags labeled for 0.5ml, 31 gauge, 6mm syringes from lot 1032963. The loose syringe was visually inspected and no defects were found. The needle was unbent and the flanges were undamaged. Functional testing the syringe found that the needle was obstructed. A rod was inserted into the cannula of the needle and an obstruction was encountered, but could not be dislodged. 30 of the remaining syringes were inspected and no defects were found. Both the needles and the flanges were undamaged. Functional testing of the syringes found no issues with drawing and expelling water from the syringe barrel. All syringes were undamaged and functioned as intended. A review of the device history record was completed for batch# 1032963. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. A review of the device history record was completed for batch# 1298598. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the broken flanges. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 relion insulin syringe had product damage issues. The following information was provided by the initial reporter : the consumer stated some syringes will not draw insulin and flanges broken off the barrel. Date of event : unknown. Samples : available.